Event description:
The following has been reported: infusion pump presented an event where the medication ran out earlier than expected, it was reported that there was not enough time to finish the infusion. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
As the right device serial number was not provided, device history record could not be reviewed. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. We've received device history logs, but according to the provided information, they don't appear to be from the right device. Despite several requests for the device/ parts return/ device history logs and attempts to collect additional information (or at least the right serial number of the device), we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore, the root cause of the reported issue could not be identified. However, if we do get information later on, we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated the trend is: normal.